Event description:
The rptr stated that rptr did meter to lab comparision tests, within 10 minutes, in a fasting state. The meter test (capillary) was 120 mg/dl, and the venous lab test result was 249 mg/dl. Rptr did not have any symptoms. A control solution was not done due to lack of supplies. No harm was alleged.